Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries, battery charger, and the power cap module. The system operates as intended.

Event description:
The customer reported that there was a precharge voltage error and the system would not function. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.